Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that a 3.50 x 38 esprit btk system was to be advanced over an ht command 14 guidewire (gw) to treat the right posterior tibial artery. However, the system became stuck to the gw as the scaffold passed through the sheath that was inside the patient. The system could not advance or be retracted. Therefore, both devices were removed as a single unit. It was noted that the gw may not have been wiped down sufficiently with contrast; but this cannot be confirmed. The procedure was completed with another 3.50 x 38 esprit btk system , and a sparatcore guidewire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual, dimensional, and functional inspection was performed on the returned device. The reported difficult to advance and remove could not be tested as they are related to operational circumstances. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the esprit btk system encountered difficult being advance and removed over the guide wire. Analysis of the returned wire confirmed the outer diameter it is within specification. Additionally, functional testing as performed, and the wire was able to advance and remove through a proxy catheter without resistance. The return analysis also noted damage to the esprit btk system, such as bunching of the inner member. In this case, it is likely that the esprit btk system sustained damage during use, contributing the resistance with the guide wire during advancement and removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initially filed medwatch report, additional information was provided. The command guide wire was not wiped down with contrast, but rather wiped down with saline. Once the esprit btk system was removed a kink was noted in the shaft proximal to the guide wire exit notch. No additional information was provided.